Event description:
It was reported that the asymptomatic patient presented for a lead extraction due to increased pacing lead impedance. The lead was explanted and replaced. The procedure went fine.

Manufacturer narrative:
(B)(4).